Manufacturer narrative:
The insulin pump was received with a blank display due to corroded battery tube and battery cap contact. The battery out limit and failed battery test alarms could not be verified due to the blank display. The device also had a cracked case at the display window corners, cracked battery tube threads and missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a bad battery alarm, battery out limit alarm, blank display and empty battery without an alert. Customer's blood glucose value is unknown. The insulin pump was replaced and returned for analysis.